Manufacturer narrative:
The unit was returned for evaluation on 12-may-2025. The return reason of oxygen error is confirmed due to zeolite contamination, which possibly caused when it absorbs moisture. The inogen team attempted to contact the patient for further information three times with no response. B3 date of event is estimated.

Event description:
It was reported that the patient's unit stopped outputting oxygen and they stated that they saw dusting on the columns. There was also a message on the unit stating that the columns needed to be replaced. As a result, the patient was unable to breathe and was admitted to the hospital from (B)(6) 2025. The patient was shipped a replacement unit.